Manufacturer narrative:
Medtronic #: (B)(4). Date of initial report: (B)(6) 2017. The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a gastric sleeve procedure, the ligasure device did not seal completely even though an end tone, indicating a completed seal cycle, was heard. Same device was reused on the seal sites to complete the procedure. No tissue damage or patient injury reported. Site discarded the device sample